Event description:
During attempted implant, it was reported that increased pacing lead impedance was observed on the right ventricular (rv) lead after it was connected to the device. A different rv lead was successfully implanted to resolve the event. The patient was stable and there were no adverse consequences.

Manufacturer narrative:
The reported event of high pacing impedance was not confirmed. As received, a complete lead was returned in one piece with the helix found retracted and clogged with dried blood and tissue. Electrical testing did not find any indication of conductor fractures or internal shorts. Visual and x-ray inspections of the lead did not find any anomalies except for procedural damage.